Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited insufficient adhesive in the screw holes of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the possible cause and a root cause of the gap at the tip of adhesive could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260 important information please read before use warnings and cautions ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not apply shock to the distal end of the endoscope, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities of ultrasound image and endoscope image may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor the field performance of this device.